Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out and needed cardio-pulmonary resuscitation (CPR). It was noted the patient's heart stopped due to loss of pacing. The right ventricular (rv) lead was found to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.